Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem on the system. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding the partial fire issue was not confirmed by failure analysis since the reload was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer encountered a message when using the stapler that the tissue was too thick and they were not able to fire. They were initially using the blue reloads and had switched to the green reload. The green reload fired that time, but when doing the second fire, they got the same message with green reloads. The intuitive clinical sales representative (csr) stated that prior to calling in, the customer used a laparoscopic stapler to complete the fire. He stated that the issue had only occurred on this system over multiple procedures. The technical support engineer (tse) uploaded and reviewed error logs, but noted no errors. The csr called back after the case was completed to see if there was anything in the logs showing why they were getting pauses when using the stapler. Per customer, they were using the green reload and getting the "tissue too thick" message. The procedure was completed. The tse viewed the system logs and did not see any related errors. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon encountered multiple partial fires with the sureform 60 stapler. The csr was present for the procedure. The surgeon informed the csr that they had encountered partial fires in the past, but was unable to provide specific dates. The issue occurred with one blue reload and one green reload. The csr confirmed that the following information applies for both the blue and the green reload. The surgeon did not want to upsize to a black reload. There were no clamping issues prior to firing. The surgeon was firing across stomach tissue, which was in normal condition. There was no tissue pushed forward/dragged during the firing process. There were no malformed staples, but there were some unformed staples that were on top of the stomach. There were no missing staples in the staple line and there were no gaps or unapproximated tissue. The csr stated there was some bleeding along the staple line. The csr said the bleeding that occurred was "a few drops" and noted that this was an expected amount of bleeding for a staple line. The surgeon did not encounter any obstructions. The surgeon used a third party stapler to show it was able to accomplish the task with no issues. The surgeon later went back to using the sureform 60 stapler with no issues. The procedure was completed robotically with no harm to the patient.